Event description:
At 12:22 a.m., the customer obtained a blood glucose reading of 256 mg/dl on a contour next one meter. At 12: 24 a.m., upon repeat testing with the contour next link meter, a reading of 101 mg/dl was obtained. The customer had symptoms of hyperglycemia such as shakiness, feeling hot, sweating, and feeling thirsty. The difference between readings falls in "c" zone of the consensus error grid, making the difference clinically significant. The strips are not expected to be returned as the customer used all the strips. Replacement meters were sent to the customer.